Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email fluctuating blood glucose levels. Customer's blood glucose level went as low as 37 mg/dl and as high as 337 mg/dl. Customer treated their high blood glucose via manual injections. Customer advised they were placed on hold for a long time and followed up with their healthcare provider. Customer advised they would call back to troubleshoot as they were busy at this point.